Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause for the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (blue part) and the main body of a minicap transfer set; further described as ¿the transfer set came apart at the light blue and dark blue on the twist clamp¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.